Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) undersensed the atrial fibrillation. Technical service advised possible cause and discussed device programming optimization. The ICD remains in service. No adverse patient effects were reported.